Manufacturer narrative:
Literature attachment: article title "feasibility of intentional bioprosthetic valve fracture in the tricuspid position" b3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided as reported in a research article, "feasibility of intentional bioprosthetic valve fracture in the tricuspid position", on an unknown date, echocardiogram noted tricuspid regurgitation and tricuspid stenosis in a 25-year-old patient with ebstein's, tricuspid regurgitation, tricuspid stenosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "feasibility of intentional bioprosthetic valve fracture in the tricuspid position", was reviewed. The article presented a case study of a 25-year-old patient with ebstein's, tricuspid regurgitation; tricuspid stenosis. It was reported on an unknown date, echocardiogram noted tricuspid regurgitation and tricuspid stenosis. A decision was made to perform a transcatheter valve-in-valve procedure. A 28mm true balloon was used to perform valve fracture of the 23mm epic valve prior to implanting a 29mm sapien valve in a valve in valve procedure. Transthoracic echocardiogram (tte) showed tricuspid stenosis decreased form 6mm inflow gradient pre (mmhg) to 2mm inflow gradient (mmhg) post procedure. Tricuspid regurgitation from server pre procedure to trivial post procedure. The article concluded that failing bioprosthetic valve (bpv) in the tricuspid position can be replaced with intentional fracture of the in situ bioprosthetic valve (bpv) ring which may allow for placement of a larger transcatheter valve and therefore limiting patient prosthesis mismatch. A larger number of patients may therefore be able to be treated percutaneously thus avoiding the increased risk of morbidity and mortality with surgical valve replacement. [The primary and corresponding author was jonathon a. Hagel, md, pediatric cardiology,university of michigan congenital heart center, c.s. Mott children's hospital; 11-205a, 1540 e. Hospital dr, ann arbor, mi 48109-4204, USA.with corresponding email: jhagel@med.umich.edu; twitter: @drjonnyhagel]